Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for implant procedure. During the procedure, the left ventricular (lv) lead failed to advance through the guidewire. The physician tried with different lv lead but encountered the same issue. Finally, the physician used the third and final lead and managed to advance and implant the lead. There was no patient's consequences.

Manufacturer narrative:
The reported event of failure to advance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections found no anomalies. The lead could be inserted into the catheter without any difficulty. Electrical testing found no indication of conductor fractures. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: the awareness date should have been 18 aug 2023 rather than blank.